Manufacturer narrative:
A1,2,3,4;b6,7;d10: information unavailable. 9/16/96 1505 message and 800# left with for md call back. Kjb. 9/17/96 nncl sent. Kjb. 10/4/96 rep advised that the hospital will be keeping the product. Rea. Rpo. D5,6;h4,6: information unavailable, device not returned for analysis.

Event description:
The device was used during a laparoscopy procedure. After the procedure, the scrub nurse was attempting to remove the scalpel from the hand piece with the wrench when the top portion of the blade tip separated from the shaft. The scrub nurse then removed the blade shaft from the hand piece. There was no consequence to the pt.